Manufacturer narrative:
Clarification to serial #: serial no. (B)(4) and (B)(4) are provided for the two sides, but the sides are not specified against the serial numbers. Hence, only catalog no. N-tsf345 has been captured. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV and infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV and infection (late onset).

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade IV¿, " in a lot of pain¿, ¿infections¿, ¿radial folds", "tissue inflammatory process", ¿breasts are hard and painful to touch with local heat¿, and ¿discomfort¿. Device remains implanted.